Event description:
Reported as " the pt was initially implanted with a 10cm. Lap-band, tough dissection and post operative swelling. Approximately four days later the pt was taken back to surgery to remove the 10cm. Lap-band and replaced with a vg lap-band secondary to edema and band slippage. Within 24 to 48 hours later the pt experienced a pulmonary embolism. This pt was then transferred to another hosp placed under another physician's care where the pt died shortly thereather." The physician indicated he does not believe that this pt's death was caused by the device or a malfunction of the device. The physician does not believe an autopsy was performed, but the physician also heard that they had found the stomach had been perforated. This is the first event and the same pt reported under MDR ID # 204601-2005-00094. This is the first MDR submitted for the 10cm. Lap-band. Inamed's approach to complicance is to resolve all doubts in favor of reporting.